Event description:
The customer reported that the system would not capture fluoroscopic x-rays. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The representative provided education to the customer regarding the use of the right pedal and where to select other options. The system was tested and found to be working as intended and put back into service.